Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced scan errors when attempting to use a freestyle libre 3 plus sensor, with intermittent communication failures leading to pairing failure and the need for a replacement sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.